Manufacturer narrative:
No date code/model number provided, however the part number given, (B)(4), is linked to one of three mariner shower commodes distributed by (B)(4), model numbers 6795, 6891, and 6895.

Event description:
The dealer states that the consumer had brought the commode in with a wheel lock that was bent out.